Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that interventions could possibly be taken but no further information is known currently. Patient will speak with pain physician to make a decision. The issue was not resolved at this time. The provided information has been shared with consulting doctor who will report back to patients typical pain physician. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4) cy67006, ubd: 04-oct-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - failed back surgery syndrome/ spinal pain. It was reported that the patient had a reprogramming today. Patient had a fall in december and has since had to follow-up with their hcp to check on status of stimulator. It was reported that the patient's paddle lead was not in effective placement; an x-ray showed it was slanted to the right, and a lateral showed it was partially anterior and partially out of the epidural space. Patient reported the ins was giving him 40% relief, even in current state. Patient stated he felt it most in his feet, not as much relief anymore in the back. It was reported impedance were also checked and all were within normal limits. The stimulator was reprogrammed. Issue not resolved at this time. No further complications were reported/anticipated.